Event description:
Covidien rec'd report where end user alleges device has black material coming out of it. Device not available for investigation as end user has elected not to return device. No pt harm reported at the time of the event.